Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported their controller was showing various error codes, though they did not remember the specific codes. The patient also stated that the controller had been dropped and that the grey button had become loose. The agent reviewed the information and submitted a repair request to replace the controller. The patient also commented that they were in the process of having the implantable neurostimulator (ins) replaced on the 25th of this month. Additional information was received from the patient. They reported that they were getting their ins replaced was because the battery was dead, will not charge, was not detectable. Patient stated they requested a replacement handheld device, because they had been receiving error codes prior to their battery dying. The device was worn (the back door doesn¿t close, and button was loose post an MRI tech dropping my device). They stated that they returned the handheld device and the status of the device was unknown. They were using the handheld lithium battery from their old handheld device, with the new handheld device (as no replacement battery was sent with the new device). Additional information was received from the patient. They reported that the error codes were 3: ¿system problem rm03, please call manufacturer¿, ¿memory problem. Data has been lost. Repeat the set-up process¿ and ¿software problem. Cannot continue. Please call manufacturer.¿

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.